Event description:
The pt was revised because of pain. Osteolysis and wear were noted.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation was limited to the information provided, as the lot number required to review the device history records and complaint history was not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or add'l information that changes this conclusion be received, the investigation will be reopened.